Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the outpatient clinic and mentioned several very short red alarms in the last days. The patient had an unshielded cable for power module support. Since this week, the alarms occurred intermittently and were self-limiting but in a shorter time frame and on battery support. The patient was doing completely fine. The patient was readmitted. Log files were downloaded that confirmed the described events. Low flow hazard, low speed hazard, and red heart led alarms were noted. A phase to phase short was suspected. The patient described that they felt the short events. According to the patient, the events occurred when he moved their upper body during bending over to get dressed. The patient was connected to the power module with the unshielded cable. The patient was currently stable. X-rays were requested but not sent in yet. The patient had a pump exchange on 03apr2024. The patient was still doing fine. The pump was exchanged without any further issues. Due to diffuse bleeding of the wound area the thorax was left open for one day and was closed in a second-look surgery the next day. The patient was hemodynamically stable under low dose catecholamines. The patient was extubated under stable conditions on 08apr2024.

Manufacturer narrative:
D4: catalog number corrected d6a: date of implant added manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding as a potential adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.